Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken/bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6: investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of -8.00/1.5/086 (sphere/cylinder axis) into the patient's left eye (os) on (B)(6)2023. Lens rotation was observed. Lens was repositioned and the problem was not resolved. On (B)(6) 2023 the lens was exchanged for a spherical lens of the same size and the problem was resolved. Cause reported as unknown.